Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unable to rewind. The blood glucose at the time of the incident was 180 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump had a pump error alarm during rewind test, problem isolated to the motor assembly. Unable to verify insulin flow blocked alarm and perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm.